Event description:
The customer reported being admitted to the hospital for high blood glucose after having a reaction to iodine. The blood glucose reading was higher than 600mg/dl. Initially, the customer called to report a lost battery cap. Offered to troubleshoot the insulin pump after receiving the battery cap, but the customer declined. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.